Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to customer's blood glucose. Reportedly, a pump reset was performed to address the event and the customer continued to use the pump for insulin therapy.